Event description:
It was reported that the patients spinal cord stimulation (scs) lead migrated, resulting in high impedances and inadequate stimulation. The patient underwent a lead revision procedure. During the procedure, upon disconnection of the lead from the implantable pulse generator (ipg), unnatural bending was observed at the distal end of the lead. The lead was explanted and replaced with a new lead.